Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed an errhwbat. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge and reboot. The receiver log download and functional testing could not be performed. The receiver case was opened and failed inspection, the moisture detection sticker was activated with. Also rust, contamination or liquid intrusion was visible. The reported event of an error icon display was not confirmed. A root cause could not be determined.